Event description:
It was reported to boston scientific corporation that following implantation of a pinnacle anterior/apical pelvic floor repair kit on (B)(6), 2009, the patient presented with 1x2cm of midline mesh erosion on (B)(6), 2009. On this date, the patient underwent revisionary surgery, where the mesh erosion was discovered to have increased to 2x2cm; this piece was subsequently removed. A medtronic interstim ii device was also explanted. Reportedly, the patient's erosion was immediately resolved by the surgery and the patient has recovered. All additional information is unknown.

Manufacturer narrative:
Study: (B)(4).